Event description:
Revision surgery due to dislocation.

Manufacturer narrative:
The agent reported, the patient kept dislocating on her operative shoulder. She needed a revision surgery to replace components to help her shoulder not to dislocate. Female 83. Complaint has been evaluated and is similar to report number 1644408-2018-01051; 509-02-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.